Manufacturer narrative:
The medtronic representative reported that all additional spins were accurate and it is suspected that the percutaneous pin may have had pressure on it by the incision site initially until the position settled. On 10/13/2016 a medtronic representative, following-up at the site, reported the alleged inaccuracy was estimated at approximately 4-5 millimeters. It was just in the first spin, a few more spins were taken after and everything was deemed accurate. This part was disposable and will not be returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a open spine fusion procedure, the surgeon alleged an inaccuracy occurred using percutaneous pin for the reference frame. The initial imaging system spin was accurate and the surgeon navigated 3 screws. A post-op spin showed 2 of the 3 screws were placed inaccurately. A confirmation spin was then used to navigate and correct the screws. Two more spins were acquired to capture all levels in long-construct case and no further inaccuracies were seen. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 15-20 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: a medtronic representative reported that the device was disposed of at the site and the lot number was unobtainable. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The most likely cause was a perc pin movement issue since the event description mentioned that the perc pin may have had pressure on it by the incision site initially until the position settled.